Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was loaded correctly but when going through the tissue, the suture was coming off the device and fell into patient cavity but was retrieved. A new device was used to complete the case. There was no patient harm.